Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Patient experienced diabetic ketoacidosis due to insulin leakage from the connection of the infusion set to the infusion device. Patient was hospitalized on (B)(6) 2011, and was discharged on (B)(6) 2011. Patient did not smell or feel the insulin leakage. Patient changed the infusion set, cartridge, and adapter and resumed normal operation. Patient reported he was not checking his blood glucose frequently; therefore, he did not catch the high blood glucose readings. Alleged product was discarded and will not be returned for evaluation. Additional information was not provided.